Event description:
The patient reported that their surgeon had put a new catheter and pump in due to malfunctioning (refer to manufacturer¿s report #6000030-2005-01071 for information regarding this malfunction in 2005). The patient discovered in 2014 that they still only had one serial number, and they had been sent a new card with the same serial number as the first pump. The pump was reportedly removed on (B)(6) 2014. The patient stated that it was the original pain pump. They reportedly suffered more than they could explain since 2005, ¿even to this very second.¿ they stated that it had become very bad. They stated the pump never worked, and they had been on a downhill ride ever since. They stated that the pump never worked after it was put back in. It was unknown what drug the pump contained.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).